Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range pace impedance measurements greater than 2,000 ohms. It was noted that this was a gradual rise in pace impedance measurements. Lv threshold measurements were stable. The patient was admitted to the hospital for congestive heart failure (chf). The pace impedance alert value was reprogrammed to 2,500 ohms. This lv lead remains in service. No adverse patient effects were reported.